Event description:
The customer reported a m3508a hands free pads cable failure which could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported a m3508a hands free pads cable failure which could impact the delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.